Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), intestinal haemorrhage ("bleeding in bowel") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient (gravida 7, para 6) who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multi gravida, multiparous (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 2003, (B)(6) 1991, (B)(6) 1989), tubal ligation, miscarriage and vaginal discharge abnormality. Concurrent conditions included spinal column stenosis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced mood swings ("mood swing"), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). At the time of the report, the perforation, device breakage, intestinal haemorrhage, menstruation irregular, pelvic pain, mood swings, pregnancy with contraceptive device, female sexual dysfunction, depression, psoriasis, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, weight increased and alopecia outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intestinal haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psoriasis, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Discrepant information was received in pfs as essure device ha not been removed. Earlier follow up provided information that essure device removed surgically on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina: in 2009: total bilateral occlusion. In (B)(6) 2009, patient had blood and urine test, she learned that she was pregnant. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and intestinal haemorrhage ("bleeding in bowel") in an adult female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and multiparous. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, intestinal haemorrhage, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device breakage, intestinal haemorrhage, menstruation irregular, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 2-apr-2018: medical records received: reporter and essure lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant') and intestinal haemorrhage ('bleeding in bowel') in an adult female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's medical history included multi gravida, multiparous (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 2003, (B)(6) 1991, (B)(6) 1989), tubal ligation, miscarriage and vaginal discharge abnormality. Concurrent conditions included spinal column stenosis. In 2005, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"), experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle"), pelvic pain ("pain"), device expulsion ("device expulsion"), dermatitis allergic ("allergy: rash/skin condition") and visual impairment ("vision problems"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, intestinal haemorrhage, pregnancy with contraceptive device, menstruation irregular, pelvic pain, mood swings, female sexual dysfunction, depression, psoriasis, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, weight increased, alopecia, device expulsion, dermatitis allergic and visual impairment outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered alopecia, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intestinal haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psoriasis, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Discrepant information was received in pfs as essure device ha not been removed. Earlier follow up provided information that essure device removed surgically on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina - on (B)(6) 2008: results: total bilateral occlusion. In dec-2009, patient had blood and urine test, she learned that she was pregnant. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc (transferred from deletion case (B)(4)) amendment: the report was also amended for the following reason: upon receiving follow-up information through email, it was confirmed that case (B)(4) is a duplicate of case (B)(4), hence all the information from the deletion case (B)(4) is transferred to the retention case (B)(4) and case (B)(4) is marked for deletion to be deleted from the bayer database. Additional information transferred from deletion case (B)(4): new reporter added. Essure insertion and removal dates updated, new events device expulsion, dermatitis allergic and visual impairment added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant'), intestinal haemorrhage ('bleeding in bowel') and caesarean section ('caesarean section') in an adult female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's medical history included multi gravida, multiparous (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 2003, (B)(6) 1991, (B)(6) 1989), tubal ligation, miscarriage and vaginal discharge abnormality. Concurrent conditions included spinal column stenosis. In 2005, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"), experienced mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle"), pelvic pain ("pain /right side"), device expulsion ("device expulsion"), dermatitis allergic ("allergy: rash/skin condition"), visual impairment ("vision problems"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("arm pain") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, intestinal haemorrhage, caesarean section, pregnancy with contraceptive device, menstruation irregular, mood swings, female sexual dysfunction, depression, psoriasis, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, weight increased, alopecia, device expulsion, dermatitis allergic, visual impairment, musculoskeletal pain, neck pain and pain in extremity outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered alopecia, caesarean section, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intestinal haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, psoriasis, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Discrepant information was received in pfs as essure device ha not been removed. Earlier follow up provided information that essure device removed surgically on (B)(6) 2010. Dob discrepancy-(B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina - on (B)(6) 2008: results: total bilateral occlusion. In (B)(6) 2009, patient had blood and urine test, she learned that she was pregnant. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), intestinal haemorrhage ("bleeding in bowel") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient (gravida 7, para 6) who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multi gravida, multiparous (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 2003, (B)(6) 1991, (B)(6) 1989), tubal ligation, miscarriage and vaginal discharge abnormality. Concurrent conditions included spinal column stenosis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced mood swings ("mood swing"), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). At the time of the report, the perforation, device breakage, intestinal haemorrhage, menstruation irregular, pelvic pain, mood swings, pregnancy with contraceptive device, female sexual dysfunction, depression, psoriasis, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, weight increased and alopecia outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intestinal haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psoriasis, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Discrepant information was received in pfs as essure device ha not been removed. Earlier follow up provided information that essure device removed surgically on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina: in 2009: total bilateral occlusion. In dec-2009, patient had blood and urine test, she learned that she was pregnant. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events alopecia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, psoriasis, tooth disorder, vaginal haemorrhage, vision blurred, weight increased, device ineffective, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and intestinal haemorrhage ("bleeding in bowel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycle") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, intestinal haemorrhage, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device breakage, intestinal haemorrhage, menstruation irregular, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.